Event description:
A customer reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during evaluation. The cause was determined to be inoperative force sensing resistors. To address the reported condition the force sensing resistors were replaced. Additional information: a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.